Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from august 20, 2020 - august 21, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer lock of an one-link non-dehp standard bore catheter extension set would not work. It was further reported that the luer would not fit on the female end of the angiocath. This was identified during connection to patient. There was no patient injury or medical intervention associated with this event. No additional information is available.